Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. On (B)(6) 2025, the patient experienced ¿high¿ cgm readings. The patient changed the sensor; however, it was paired only to the pump and not to her phone. The patient reported that during this time, fingerstick blood glucose (fsbg) readings also consistently displayed ¿high¿ without numeric values. The pump continue to display ¿high¿ and the pump stopped automatically administering insulin. The patient experienced confusion / disorientation. After consulting with her physician and confirming persistent severe hyperglycemia by fsbg, she was instructed to go to the emergency room (ER). The patient¿s brother-in-law called ems, and upon evaluation by ems, an fsbg again read ¿high.¿ the patient was transported to the hospital, where laboratory testing revealed a blood glucose level of 699 mg/dl. The patient was admitted and treated with insulin, IV fluids, and pain medication for hyperglycemia. The patient remained hospitalized and continued treatment for hyperglycemia until (B)(6) 2025, after which she was transferred to another inpatient unit for management of sepsis and e. Coli infection (non-dexcom product related). She remained hospitalized for continued treatment and was discharged on (B)(6) 2025. No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.